Event description:
It was reported to gore by the physician in a casual conversation that a pt who received the gore seamguard bioabsorbable staple line reinforcement material required reintervention, because a leak developed three days post op. The physician created a temporary colostomy to remedy the situation. There was no allegation of prod deficiency made by the physician. Gore has made the decision to report this incident, because it is seen as a reintervention.

Manufacturer narrative:
Review of the device mfg record history. Review of the device mfg record history confirmed device met pre-release specifications.